Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd extension set exhibited leaking at the e connection tubing-catheter. The patient lost some medication. There were no patient adverse effects due to the reported event.